Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: jittery and nauseous. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 11-oct-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3) and high blood glucose test results. The customer is concerned with test results from results obtained of 148 mg/dl. The customer¿s expected blood glucose test result range was not disclosed. Customer advised that she was feeling nauseous and jittery but declined the need for any medical intervention at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/18/2025 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.